Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer did not observe insulin exiting the tubing during the load fill step. Customer changed out cartridge and infusion set to resolve the issue. Blood glucose was 139 mg/dl.